Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated the implant had never properly worked for them and the battery was completely dead. Patient then said they were going to try to have the implant removed on (B)(6), but patient told the doctor that if they went in there and couldn't remove the lead wires because they were too secure, then they should just leave everything in so patient could still charge to enter MRI mode and have mris. Patient also asked if there was a possibility that even though the implant battery was dead, they could still feel some shocks back there around the implant and asked if patient was just imagining it or if they could be feeling something. Agent asked, patient said they didn't feel the shocks in their spine, but around the implant, they would get some pokey feelings and even get it to where it aches bad in that area. Patient mentioned they had lost weight and they knew that could cause some problems, but the sensations had been going on for maybe about 5 years. The patient was redirected to their healthcare provider to further address the issue, patient said they mentioned it to their doctor as well and they said the implant wouldn't be giving stimulation if empty.